Manufacturer narrative:
(B)(4). The sample was not returned to baxter and the lot number is unknown; therefore, no evaluation or batch review could be performed. Per baxter labeling, all printed pouches for disposable products intended for single use are labeled with the statement, "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the home patient (hp) reconnected the supply bag after the bag fell. The hp contacted baxter's technical service center regarding an alarm which occurred on the homechoice (hc), during fill 6 of 7. The hp stated that one of his supply bags fell off and disconnected. The hp stated that he then reconnected the bag in attempt to continue with his therapy. The technical services representative (tsr) explained that once a bag disconnects, the supplies are compromised and the hp should not re-attach the bag. The tsr had the hp cycle power to clear the alarm. The hp wanted to end therapy for the night. The tsr advised the hp to call their registered nurse in the next 24 hours and let her know what happened. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.